Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by gas-like symptoms. A use error was suspected but unable to be confirmed as the cause, therefore: the cause of the peritonitis was unknown. Treatment was not reported. The patient was discharged ten days after admission. On an unknown date, the patient had stopped pd therapy and was started on hemodialysis. At the time of this report the peritonitis event was ongoing and unchanged, and the patient continued on hemodialysis. Additional information was requested, but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13j27024 and h13i17091 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).